Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 on the main station could not be recovered and failed to stay closed. A field service engineer (fse) found that the open and close sensor was slightly unsecured and just needed to be re-secured back into the latch mount. The fse reassembled components and reinstalled them back into the station to resolve the issue. The customer was able to successfully recover storage space and access all pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.